Manufacturer narrative:
The returned data logs showed that the placement signal railed to 3000 mmhg with the sudden occurrence of the "placement signal not reliable" alarm. Notably, this alarm was immediately preceded by the "epm_sensor_defekt" alarm (alarm 701). No damage or abnormalities were found on the returned product. When the pump was connected to the aic, placement signal values displayed on the console and were within specification, and no alarms related to the placement signal occurred. Additionally, straining and moving the patient cable and pump did not recreate the failure mode. In conclusion, the cause of the placement signal issue was not determined since the failure mode could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that after inserting the impella, the placement signal suddenly disappeared. Exchanging the automated implantable cardioverter defibrillator (aic) did not improve the matter. The possibility of a blockage of the placement signal lumen was suspected, so the position of the tube was confirmed as per the manual. The pump worked without issue other than ps display problem. It is unknown how the reported issued was resolved. No patient injury or harm was noted.